Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac tamponade. It was further reported that the right ventricular (rv) lead exhibited high thresholds, non-capture, under-sensing of a beat and perforation into the pericardium. It was also reported that the right atrial (ra) lead exhibited occasional under-sensing. The rv lead was re-positioned and the perforation site was sutured. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.